Event description:
It was reported that the patient presented for pocket revision due to infection and hematoma. The pocket was revised and the device remained implanted. Patient was administered antibiotics and change in medication. Case was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.